Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
It was reported that, on an unknown date, an instrument had a broken hinge. It was later reported that the subject device had a cracked spring and that this condition was identified during set-up. It was reported that the device did not contribute to a death or serious injury. It was also reported that the device did not malfunction during surgery. There was no patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A product development evaluation was conducted and item was received mostly disassembled, with one of the spring bars broken in two (2) pieces, unscrewed from the main arm. The unbroken mating spring was also unscrewed from the main arm. All sections were returned. This instrument 399.100 8mm bone spreader is used to distract the vertebral segments during anterior lumbar interbody fusion (alif). (Ref. Technique guide sm-707457 ab) one of the return ribbon springs that is used in concert with another return spring is broken in two (2) pieces. The cross-section at the break point indicates homogenous metal material. The break appears to be located at a point that would experience the greatest bending moment stress. The amber stain partially covering the broken area on both sections indicates that a micro crack at that area may have been present during uses preceding the final fracture where cleaning fluids seeped in. The break appears to be located at a point that would experience the greatest bending moment stress. The complaint handling unit (chu) reviewed the associated assembly drawing 399.10/se_483956. The drawing calls out the appropriate materials, dimensions, and notes to produce a quality and robust instrument. The exact details of this complaint are not available, the source of the breakage of the return spring cannot be identified, and the complaint is deemed indeterminate from a design perspective.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received at service and repair and it was deemed to be not repairable. There are no known ncrs associated with this part and lot number. Device was forwarded to complaint handling unit for further evaluation. Investigation is ongoing; no conclusion could drawn at this time.